Event description:
Reported due to hematoma. Physician attempted an arteriotomy closure with a perclose a-t (closer ak) following a peripheral percutaneous transluminal angioplasty. Reportedly the site was oozing around the sheath during the entire procedure. The physician introduced the perclose device to attempt closure but "realized it was not going to work." The physician reintroduced the wire and another sheath was placed in the puncture site. Two hours later the pt developed a hematoma, of an unknown size, which required surigical intervention. Although requested, no additional information was provided.